Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings: a review of the pump history showed a ¿loss of prime¿ with non-zero force was recorded. During investigation, no ¿loss of primes¿ occurred. A force sensor calibration test was performed and the force sensor calibration was found to be within the required specifications. The ¿loss of prime¿ issue was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump emitted loss of prime alarms. It was noted that the cartridge was changed multiple times and that the loss of prime alarms were still occurring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.